Event description:
It was reported the patient is deceased and died approximately six years post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported that the patient was at home with family when received high voltage therapy. The patient is noted to have died ¿right after¿. Emergency services had been contacted and attempted to resuscitate the patient but was unsuccessful. Additional information received reported that the patient had been notified that replacement of the ICD may be necessary. The reason for replacement is unknown and was not explained to the family. The device has been returned for analysis by the family and no additional information was available from the hospital.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the distal conductor of the lead and it was obstructed and the outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7232cx ICD, implanted: (B)(6) 2006. (B)(4).